Manufacturer narrative:
Correction: the analysis of the uninterruptible power supply (ups) was completed by medtronic personnel. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of the battery for the navigation system was completed by medtronic personnel. Analysis found that a known operational navigation system would power down immediately with the battery installed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The battery and uninterruptible power supply (ups) were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The battery and ups were returned but analysis had not concluded at the time of filing. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4); product ID: 9735787, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system powered down when it was brought into the operating room (or). The site could not get the system to power on even when plugged into different outlets. The surgeon wasn't sure if he was going to use navigation at all, so they just removed the system from the room and continued the procedure. There was no delay to the procedure due to the event. There was no impact on the patient's outcome.